Manufacturer narrative:
Received one device, and 3 photos showing the separation of the female luer from the cassette tubing. The red cap was observed to be attached to the luer, and a portion of tubing remained within the female luer. As received, the female luer at the end of the cassette tubing was observed to be missing. The cassette was filled with 50ml of ro water using an ICU medical provided syringe. No leaks were observed from the cassette bag. Upon closer inspection under magnification, the tubing shows signs of a tear indicative of an external pulling force. The complaint of leakage can be confirmed due to the separation of the female luer. The probable cause is due to unintentional external forces on the tubing. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the origin of the leak was the red cap connector was not attached. The customer confirmed that the overpouch was still sealed and it did not look damaged, nor was the outer carton damaged in anyway. Per reporter, there was no spilled solution/contamination during this event. There was no patient involvement.

Manufacturer narrative:
Photos were attached to the complaint. The photos are not clear evidence to confirm the complaint. No sample was received, in case to receive it, the complaint will be reopened. A lot history review found no complaints documented for this lot number.